Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error alarm due to moisture damage on the keypad traces. The device was monitored and had no audio beeps anomaly. The unit was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was locked up and giving a beeping noise. The customer stated that he changed the battery and reset time and date, but one of the buttons was not effectively functioning. His blood glucose level was 132 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.